Event description:
Customer reported that the insulin pump has condensation underneath the screen. Customer stated she wears the insulin pump inside her clothes and it was exposed to sweat. Blood glucose value is 246 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump had moisture damage on the display board. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and a cracked case at the display window corner.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.